Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that a 23 gauge cutter probe was found to be non-functioning in surgery. The probe was exchanged and the surgery was completed after a delay that was less than five minutes. There was no harm to the pt.